Event description:
A pt who was in severe back pain and poor general health was treated with balloon kyphoplasty. Six vertebral compression fractures (levels not specified) were treated extrapedicularly using a single balloon tamp per vertebral body under general anesthesia. The family was informed that the pt may not survive the procedure due to her generally poor health and advanced age; however, because per pain was intolerable, the decision to proceed with the balloon kyphoplasty was made. The procedures were completed without any apparent difficulty or obvious extravasation of bone cement. The pt had a cardiac arrest after being turned from her abdomen onto her back in preparation to move her to the recovery room. Resuscitation efforts failed and the pt died. It is unknown if an autopsy was performed.